Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. The cause of the reported adhesive issue could not be determined. The exposed portion of the soft cannula was found to have a tear. Fluid was seen leaking from this tear. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site, (abdomen).